Manufacturer narrative:
Device evaluation: the evaluation results are based on the technical inspection performed and confirmed the description of the event ("during the bronchoscopy, the screen failed interruptions and black and white images") for product 8403zx, which has been identified as the lead device in this case. During the inspection, a loose connection at the rear charging socket as well as damage to the flex board were detected. These findings explain the reported behavior, as the defective socket impaired battery charging, resulting in an unstable power supply and loss of image display when the camera head was connected. Taking into account the device age and the inspection findings, the root cause is assessed as wear and tear associated with long term use. Product 8401yca was also evaluated as a concomitant device. No defects or abnormalities were identified during the technical inspection. Based on the investigation results, this product did not contribute to the reported issue. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that during bronchoscopy, screen failure, interruption and black and white images. No negative impact in state of health reported.